Event description:
It was reported that a flogard IV solution administration set¿s tubing separated from the drip chamber. The nurse spiked the set into a bag of hartmann¿s solution and was priming when the malfunction was identified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was returned for evaluation. A visual inspection confirmed that the chamber was disconnected from the tubing. Upon closer examination it was identified that there was "low insertion" of the tubing into the end of the chamber. The cause of the low insertion is unknown. A CAPA has been opened to address this issue.